Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient still had a small wound. As a result, the physician elected to explant the system due to risk of infection. There were no complications during the procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00570. It was reported the patient's midline incision opened up slightly. Imaging did not reveal any issues. The patient was given antibiotics.